Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1955. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was unknown. At the time of this report, the patient remained hospitalized and was recovering from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, the patient (pt) began treatment for peritonitis with cefazolin ip-intraperitoneally (2 grams, per day) and gentamicin ip (80 mg, per day). Two weeks later, the pt was withdrawn from the treatment of cefazolin and gentamicin. On the same day as the antibiotic withdrawal, the peritonitis event had resolved, the pt was recovered, and the pt was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.